Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2022 and suture was continuous placed to close the wound during the procedure. The last 2 stitches were sutured on the tissues outside the wound, and no knot was tied after the suture. One month later, suture extrusion occurred, and the wound at the last stitch point dehisced by about 1 cm. Surgical intervention taken by the doctor for the wound dehiscence were unknown. The patient was in good condition currently. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 472 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? How was the suture secured in place? What tissue dehisced? How was the dehiscence managed? Please describe the appearance of the suture during the second procedure. Is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? Did the suture come out of the tissue because no knot was tied after the suture? Were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? Please describe any surgical intervention required for the extrusion/ wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot # s22040042 is invalid. Please confirm the lot number. If applicable, will product be returned? If so, please provide the return date and tracking information.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/31/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h6. H6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that it was received unopened and pertain to the product code vcp1397h. In order to evaluate the condition of the returned sample, the packet was examined for visual defects: appearance, color package, wrinkles in the seal area, continuous seals, seal margins, over-sealing, and damage (torn, punctured), and none was observed. The packet was opened, and the swage and attachment area was noted to be as expected. During the visual inspection, the suture was correctly placed on the winding former. The suture was dispensed without a problem and examined along the strand and no anomalies or damage on the suture surface could be observed. No conclusion could be reached on the cause of the reported event. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure - unk name of index surgical procedure? - c-section the diagnosis and indication for the index surgical procedure?- c-section what was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? -open on what tissue was the suture used? - skin what was the tissue condition (normal, thin, calcified, fragile, diseased)? - unk how was the suture placed (interrupted or continuous)? - unk how was the suture originally tied (multiple knots, square knot, etc.)? - unk how was the suture secured in place? - by 2 additional stitches. What tissue dehisced? -skin how was the dehiscence managed? - unk please describe the appearance of the suture during the second procedure. -unk is it known how the wound dehisced? Did the sutures untie, break, or pull out of the tissue? -unk did the suture come out of the tissue because no knot was tied after the suture? -not sure, were there any precipitating stress factors that led to the suture untying, breaking or pulling out of the tissue? -unk please describe any surgical intervention required for the extrusion/ wound dehiscence including date and findings. -unk did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -unk other relevant patient history/concomitant medications? -unk what is the physician¿s opinion as to the etiology of or contributing factors to this event? -the product issue. What is the patient's current status? -good. Lot # s22040042 is invalid. Please confirm the lot number. The lot is correct. If applicable, will product be returned? If so, please provide the return date and tracking information. - 1 sterile sample will return.